Event description:
It was reported to philips healthcare that the device failed operational check with a shock button failure. There was no patient involvement as this occurred during testing.

Manufacturer narrative:
Pr#: (B)(4).